Event description:
During compounding of chemotherapy (ifosfamide), the pharmacy technician was drawing up 60ml of chemo into a 60ml monoject syringe. The syringe was completely full of chemo when the plunger dislodged from the syringe spilling all of the chemo contents into the chemo hood. Earlier this year, our organization switched from using bd syringes to the monoject syringes. Immediately, our staff began to complain about the lack of safety they feel when using the monoject syringes. The bd syringes are better/feel like a safer product in the following ways: plunger not easily removed from the syringe, flanges for index and middle finger to hold onto syringe are wider and provide better grip, and base of plunger allows for a better grip compared to the monoject syringes. This past friday, (B)(6) 2015, our pharmacy experienced a chemo spill which we feel is directly related to the monoject syringe. The technician reported they did not use excessive force when pulling up the medication and they were surprised that the plunger dislodged so easily spilling the entire contents into the IV hood. We are fortunate that there was no harm to the employee.